Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient¿s receiver woke him from a nap because of an alert that his bg was going low, it displayed 57 mg/dl. He went to the restroom before treating his low bg; however, he passed out and was found on the floor by his mother. Emergency medical services (ems) was called, a fingerstick bg was performed and the value was 35 mg/dl. Glucagon was administered and the patient regained consciousness and declined transportation to the hospital. At the time or report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.